Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that an occlusion alarm occurred and resolved prior to time of report. Customer's blood glucose (bg) was 162-180 mg/dl and an insulin injection was used to address bg. Customer reported to have delivered a "big bolus" which led to a low bg (51 mg/dl). Carbohydrates were consumed to address low bg. Customer resumed pump therapy.